Event description:
It was reported that during an unknown procedure, the generator displayed error code 1, and the machine couldn't work. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Based upon the inquiry information received, visual and functional examination, it was concluded that the analysis results require repairs to include: replace generator pcb, calibration I, calibration ii, electrical safety test, release test.